Event description:
Upon removal of a surflo IV catheter from a patient on 10/26/93, it was noted that the plastic catheter remained in the patient's left arm. A vascular surgeon performed a cut down of the vein and removed the plastic catheter. Three sutures were used to close the incision. Following this intervention, there was no harm to the patient. The patient was discharged from the hospital on 10/28/93.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, manufacturing, telemetry failure. Conclusion: device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.